Event description:
In 2000 intrathecal morphine pump was implanted. Rate of 3.6mg/day. On evening of 4/10/00 pt became lethargic. Respiratory depression and was treated for morphine overdose. On 6/20/00 pt was taken to operating room for explantation of device.